Event description:
It was reported by getinge fse that the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen was inoperable. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1: for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1: for event site name, the full event site name is (B)(6) hospital a supplemental report will be submitted upon completion of our investigation